Manufacturer narrative:
A supplemental report is being submitted for the completed engineering evaluation. Sections b.4, g.3, g.6, and h.2 have been updated. Corrections have been made to h.6: type of investigation, investigation findings, and investigation conclusion. The events reported are anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. The device was returned for evaluation. The returned device was visually evaluated, and the following was observed: the distal portion of the balloon was bunched towards the nose tip, and there was a balloon burst radially and longitudinally. Dimensional testing was conducted on the returned device, and the inflation balloon single wall thickness was measured along the edges of the burst location. The measurements show that the balloon wall thickness was within specification. Per the technical summary, the instructions for use (IFU), current risk mitigations include design and manufacturing controls, and training manuals have been reviewed, no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Imaging provided by the site revealed tortuosity present in the access vessels, and calcification present in the landing zone. The complaint for balloon burst was confirmed based on product evaluation. Available information suggests patient factors (calcification) likely contributed to the event as imagery review revealed presence of calcification in the landing zone. The presence of calcification can create a challenging anatomy for balloon inflation. While the balloons are sufficiently designed and tested to ensure the burst pressure is at or above the rated burst pressure, calcified nodules can compromise the structure of the balloon wall via following mechanisms such as puncture, local overstretching, open cell impingement, or stress concentration. The complaint for difficulty or inability to withdraw system through vasculature was confirmed based on product evaluation. Available information suggests procedural factors (withdrawal of burst balloon) likely contributed to the event. As the balloon was burst, the altered balloon profile could have made it more susceptible to catch on the patient vasculature, which would have then led to the experienced retrieval difficulty. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by the field clinical specialist, during a right transfemoral tavr procedure with a 26 mm sapien 3 ultra resilia (s3ur) valve, the 26 mm commander balloon ruptured at the end of deployment. There was no crossing difficulty. The delivery system was prepped with nominal volume. The 26 mm s3ur was completely deployed. The commander was withdrawn into the esheath+ with only the tapered tip outside of the esheath+ as this was as far as the commander could be withdrawn. The system was withdrawn to the patient's right common femoral artery and could not be withdrawn further. The patient had a high degree of calcium in the landing zone. The perceived root cause of the balloon burst is calcium at the annular complex. A vascular surgeon performed a cut down to remove the commander and esheath+ and repair the artery. No additional patient complications were reported.